Event description:
It was reported that revision surgery was performed due to bone atrophy at the anterior femur. The product(s) has been returned to the pt. Therefore, it is not available for evaluation.

Manufacturer narrative:
Additional information has been requested. However, per the reporter, it is not available.